Manufacturer narrative:
The investigation included a review of the customer's qc and calibration report and no issue was found. A general reagent problem can be excluded because the provided qc and calibration were within specifications. The field service engineer (fse) found salt deposits on the reference electrode which caused the questionable results. He cleaned all the reference electrodes and the electrode tub. He performed a 20-cup precision check with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 6000 c (501) module. The initial result was not reported outside of the laboratory. The reporter deemed that the result was too high which prompted a rerun of the test. The reporter stated that they have been obtaining high results for sodium intermittently and that upon rerun, the results would be within normal ranges. The repeat result was deemed correct. He was able to provide one example of a discrepant result: the initial result was 162 mmol/l, with a repeat of 140 mmol/l. The sodium electrode lot number is p75, with an expiration date of 28-may-2022.